Manufacturer narrative:
(B)(4). The patient was reported to be in their 50's. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. On an unreported date the patient had the peritoneal dialysis catheter removed. The cause, treatment, and outcome were not reported. No additional information is available.